Event description:
The patient was treated with a hyoid suspension using the encore system combined with uppp/expansion phincter pharyngoplasty on (B)(6) 2026. A few days later she developed drainage from the incision site. She received multiple courses of oral antibiotics. Cultures included staph epidedermis and e. Coli. On day 9 post explantation, the incisions were healing well, with no drainage issues or sign of infection.